Manufacturer narrative:
(B)(4). The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis.

Event description:
According to the reporter, during a hemorrhoid procedure, after attaching the anvil to the stapler, when the surgeon squeezed the handle to fire, there was audible feedback and the crunch sound was heard. But upon removal it was seen that there was a partial fire as the stapler has not cut the tissue and staples were half fired. To correct the issue the surgeon continued suturing using an anoscope kit. There was unanticipated tissue loss and tissue damage. The donuts were not complete and resulted in bleeding less than 500cc. Surgical time extended by more than 30 minutes. There was reportedly an unspecified adverse event associated with the delay in surgery.

Manufacturer narrative:
(B)(4). The device was returned 03/09/2016. Post market vigilance (pmv) led an evaluation of one 33mm hemorrhoid stapler 4.8mm staples opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. A shallow knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The instructions for use of this product states: excess tissue or significantly uneven tissue thickness may result in unacceptable staple formation and/or an incomplete cut. The instructions for use also states: failure to squeeze the handle fully during firing may result in unacceptable staple formation and/or an incomplete knife cut. This may result in leakage. Ensure that the handle is fully squeezed when the metal underside of the handle contacts the stapler body to the fullest extent. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).